Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data confirmed the reported issue: there was a connection issue at the implantation on (B)(6) 2024. The reconnection took place on (B)(6) 2024 and was successful. The analysis of the provided patient data showed that on (B)(6) 2024 the unipolar impedance was normal, and the device recorded marker chains and egm showing lead-device connection issue. The polarity cannot be switched to bipolar most probably because of too high bipolar impedance. On (B)(6) 2024, the unipolar impedance is higher than 3 000 ohms and the device recorded marker chains and egm showing lead-device connection issue. After the re-intervention on (B)(6) 2024, all electrical measurements are normal. Bipolar sensing had been programmed successfully. The ventricular lead has been well connected to the subject device on (B)(6) 2024. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes. The UDI is not available.

Event description:
Reportedly, the ventricular lead polarity cannot be program in bipolar.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. We are looking for the UDI. It will be sent in the follow-up1 report.

Event description:
Reportedly, the ventricular lead polarity cannot be program in bipolar.